Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(4) 2017 the user reported that he could no longer hear with his device. There was no swelling over the implant housing. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient reported that since (B)(6) 2017 he no longer had hearing benefit with the device. There is no accident or trauma reported. At a previous fitting appointment on (B)(6) 2017 in situ measurements showed a functional device and the recipient had good hearing benefit. The recipient was re-implanted.